Event description:
Info received from annual device tracking indicates that pt experienced infection causing removal of the device. On follow-up with the health care provider, the physician indicated that the pt had experienced catheter dislodgement and revision, followed by an infection which occurred approximately one month after implant. The device was explanted and antibiotics prescribed. No further info on this pt or device is available.